Manufacturer narrative:
One used 8f angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. There was no anchor, collagen and tamper tube returned. Microscopic analysis revealed that the distal end of the suture appeared to be cut below the clear shrink marker. The overall device condition was consistent with full deployment. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the percutaneous coronary intervention (pci); the angio-seal device insertion sheath was inserted into a puncture site. When the angio-seal device was locked and was attempted to be pulled back to expose collagen sponge, the entire device was withdrawn, and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The blood loss was less than 250 cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.